Event description:
Customer reported receiving inaccurate erratic readings. In blood glucose tests, customer received readings of 140mg/dl, 153mg/dl, 144mg/dl, 459mg/dl, 134mg/dl, and 115mg/dl within 10 minutes. There was no report of death, serious injury or mistreatment associated with this event.